Event description:
It was reported that the patient presented for a follow-up with diaphragmatic stimulation and an alert through merlin.net transmission. Lead dislodgement was suspected, confirmed under chest x-ray. During the lead repositioning procedure, the helix could not be retracted due to myocardial tissue being stuck in the helix. The lead was explanted and replaced. The patient was discharged with no symptoms post-operatively and will be monitored routinely.

Manufacturer narrative:
Analysis was normal. No anomalies were found.